Manufacturer narrative:
Nine unopened samples and one used sample were returned. The used cartridge was evaluated. Viscoelastic and what may be blood/betadine was observed. The cartridge has evidence it was placed in a handpiece. The cartridge tip has stress and damage on the right side. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results for topcoat. A disruption in the coating was observed on the right side of the tip. One of the unopened cartridge samples was pulled randomly for evaluation. The sample was visually inspected with no damage or abnormalities observed. The cartridge was functional and dye stain tested with no damage or foreign material observed. Product history records were reviewed and the documentation indicated the product met release criteria. The associated lens and handpiece models were not provided. It is unknown if qualified products were used. The observed material in the provided video appears to correspond to the size and shape of the coating disruption on the returned cartridge. The root cause for the reported issue is inconclusive. Based on the review of the returned used cartridge and the provided video, the reported foreign material was most likely internal coating material from the cartridge tip. It is unknown if a qualified lens/handpiece/ovd combination was used. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that after an intraocular lens was inserted into an eye, it was noted to have "dirt" on it, which the doctor believes came from the cartridge. The dirt was removed by aspiration. There was no harm to the patient.